Manufacturer narrative:
The complaint investigation for false positive alinity I total b-hcg results included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, device history record review, and field data review for the complaint lot. Trending review determined no related trend for the product. Manufacturing documentation for the complaint lot was reviewed and did not identify any issues. Device history record review on lot number 73572ud00 did not identify any non-conformances or deviations with the lot number. The overall performance of alinity I total b-hcg reagents in the field was reviewed using data gathered from customers worldwide, with median values for the complaint lot within the established limits, suggesting that the performance is acceptable. Based on the information provided and abbott diagnostics¿ complaint investigation, no systemic issue or deficiency of alinity I total b-hcg, lot number 73572ud00, was identified.

Event description:
The customer observed false positive alinity I total b-hcg results for a 42-year-old female patient. The following data was provided (>/=25.00 iu/l is positive): sample ID (B)(6) initial result, on (B)(6) 2025 on serial number (B)(6), was 96.36, repeat result, on serial number (B)(6), was 93.91 iu/l. The patient was recollected on (B)(6) 2025, under sample ID (B)(6) on serial number (B)(6), initial result was 69.73, repeat result, on serial number (B)(6), was 84.35 iu/l. The samples were tested with a roche assay and the results were negative. There was no impact to patient management reported.

Event description:
The customer observed false positive alinity I total b-hcg results for a 42-year-old female patient. The following data was provided (>/=25.00 iu/l is positive): sample ID (B)(6) initial result, on (B)(6) 2025 on serial number (B)(6), was 96.36, repeat result, on serial number (B)(6), was 93.91 iu/l. The patient was recollected on (B)(6) 2025, under sample ID (B)(6) on serial number (B)(6), initial result was 69.73, repeat result, on serial number (B)(6), was 84.35 iu/l. The samples were tested with a roche assay and the results were negative. There was no impact to patient management reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. Section a1 - patient identifier complete entry = sample ID (B)(6) and sample ID (B)(6) all available patient information was included. Additional patient details are not available. This report is being filed on an international product, list number 07p51-30, that has a similar product distributed in the us, list number 07p51-31, and a 510k number of k170317.